Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases and one crack opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified: one crack opening and partial delamination of the valve. Based on the device analysis the final assessment is: a crack opening assessed as cracked valve seat diaphragm valve and partial delamination of the valve due to adhesive failure.

Event description:
The device has been explanted.